Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead exhibited high impedance sensing anomaly and loss of capture. The lead was not used. No additional information was available.

Manufacturer narrative:
Analysis was normal, no anomalies were noted.